Manufacturer narrative:
The received additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history record were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # (B)(4), head, lot # 044250. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09457, 0001825034-2018-09458.

Event description:
It was reported that a bilateral patient was implanted with mom devices in both hips approximately 7 years ago. The patient alleges complications including pain, discomfort, inflammation, elevated ion levels, and metallosis. The patient underwent a revision surgery, however, there is no confirmation of which side was revised to date. Attempts have been made, and no further information has been provided.